Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient implanted with an impella cp encountered a thrombus, low pump flow and ventricular fibrillation (vf). After 10 minutes of support, the impella began to suction with no flow. The patient became hypotensive and arrested. A thrombus was found occluding the aortic root, for which chest compression was performed. The thrombus migrated and pump flows returned. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of thrombus, low pump flow, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The data log shows several suction alarms and low pump flow during the case start, with an observed trendy pump flow and placement signal trend. Pump flow was recovered and remained within specifications for the rest of the case run. There was no indication of biomaterial interaction with the impeller during the case. According to the clinical notes, flow returned to normal after a large thrombus migrated from the aortic root. The cause of the low pump flow issue was not determined without returned product investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29759.